Manufacturer narrative:
Software investigation shows poor tracing technique from surgeon. Software behaving as designed.

Event description:
Site alleged an inaccuracy during pt registration. They were able to switch from tracer to a point merge for a successful registration. No impact on pt outcome reported.